Event description:
Leibinger was picked for low profile of plates. 1.2mm screws were used with 60-10104 twist drill. The twist drill was damaged and made a large hole than needed. Screws were then placed and fell into hole because it was overdrilled. There was no adverse consequence for the pt or delay in surgery or anesthesia time.